Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with cervical spine locking plate (cslp) construct in (B)(6) 2012, date unknown. Reportedly at the patient's seven week-follow-up visit, it was noted that one of the cslp quick lock screws has backed out. It was reported the surgeon thinks that maybe the screw was not totally fixed to the plate, but enough for being fixated when the small locking screw was tightened. No further information is available at this time. This report is for an unknown cslp plate. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: date of event is unknown.